Event description:
Customer reported a past high blood glucose event with a highest level of 585 mg/dl, though the cause of the high level was unknown. There was no adverse impact to the customer¿s blood glucose level since a third party provided normal assistance, and the customer was not incapacitated. To resolve the high blood glucose, the customer administered a correction bolus via the pump and multiple daily injections, with the control iq feature turned on. The customer was experiencing frequent high glucose levels, prompting customer technical support to arrange a follow-up for additional assistance.